Event description:
Device 1 of 2. The pt received 2 scs leads with different lot numbers. Reference MFR report: 1627487-2012-03434. It was reported the pt's occipital scs leads (off-label) were repositioned due to lead migration. The pt received effective stimulation after the revision.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.